Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Product analysis image review: a procedural image, one static image, was submitted to medtronic for review . The patient¿s executive summary was not provided for anatomical review. Review of the image showed two valves, one dislodged in the aorta and the second in the aortic annulus. Intra-procedural images and the dislodgement event were not provided for review. However, it was reported the valve depth was shallow after full release and subsequently dislodged. As listed in the device instructions for use, potential risks associated with the implantation of the evolut fx bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon 80% deployment, hypotension was observed and it was decided to fully deploy the valve. Following full deployment, the implant depth was shallow and the valve dislodged. Subsequently, a second valve was implanted using a new delivery catheter system and new compression loading system. Additional information was received to report a non-medtronic (safari) guidewire was used and a pre-implant balloon dilation was performed using a 20mm non-medtronic (zmed) balloon. During implant, valve deployment was started at the bottom of the pigtail catheter and the targeted depth of implant was 3mm. When the full implant depth was assessed, the patient presented with hypotension, and; therefore, the valve was fully deployed without documenting the depth. After the valve dislodged, the implant depth was 5mm above the native annulus. Following the valve implant, the hypotension resolved.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012697479); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon 80% deployment, hypotension was observed, and it was decided to fully deploy the valve. Following full deployment, the implant depth was shallow and the valve dislodged. Subsequently, a second valve was implanted using a new delivery catheter system (dcs) and new compression loading system (cls).